Manufacturer narrative:
(B)(4). Heartsine has requested return of the device in order to investigate the reported fault. Upon completion of the investigation a supplemental report detailing the findings will be submitted.

Event description:
Failure to switch the device on may lead to failure to deliver shock therapy. There is no patient involvement in this complaint.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault that the device could not be powered on. When disassembled for investigation, the fault was attributed to a fractured solder joint on the membrane pba, the root cause of which could not be confirmed. Whilst the device was capable of delivery shock therapy during testing, this membrane fault prevented the on/off switch to function as required, and consequently could have led to adverse consequences if it were to be used in a patient event.

Event description:
Failure to switch the device on may lead to failure to deliver shock therapy. There is no patient involvement in this complaint.